Event description:
It was reported that a physician was not happy with the position of an intraocular lens (iol) in the left eye of a patient, so, the iol was removed and replaced within the same procedure. In addition, the incision was required to be enlarged and a vitrectomy was performed. The iol was replaced with a non-amo lens. There were no patient complications reported. No further information has been provided.

Manufacturer narrative:
Concomitant medical product: corrected by adding silver cartridge pscst30, lot cm01946. Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received intact. Visual inspection revealed surface residuals (debris/particles) on the optic, which is compatible with the handling of the lens out of a sterile environment. No cosmetic defects were observed. No further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing methods, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. Product is involved in recall number z-1123-2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Incision enlargement. Placeholder.